Event description:
It was reported that the implantable pulse generator (ipg) was attempted, not implanted due to a connection issue. When trying to connect a new lead, the lead did not fit into the header. The physician unscrewed the lead and the parts of the connection "jumped" out of the system. A different device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.